Manufacturer narrative:
The event of suspected "bia-alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected "bia-alcl." Implanting physician: (B)(6). Address: (B)(6). Phone: (B)(6). E-mail: (B)(6).

Event description:
Patient reports they have been diagnosed with bia-alcl, affected side unknown. Histopathological markers have not been provided. Device remains implanted.

Manufacturer narrative:
Date of alcl diagnosis: 22-sep-2022. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported for left side "periprotesic liquid in left device found during ultrasound" and "increase in volume of left breast". Testing was performed on the "periprotesic liquid" which resulted in "alcl positive cd30+ alk-m cd15+". Also reported "left areola dehiscence with necrosis due to patient being a smoker" which is deemed not device related. Histopathological markers cd30+ and alk- have been received.